Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient¿s fluid volume overload with subsequent hospitalization and pd therapy on the liberty select cycler. However, there is no documentation in the complaint file that shows a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation reported against the cycler for this event. Per the documentation, the patient¿s mal-positioned catheter is the cause of the fluid volume overload. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow up for a separate event, it was reported the patient was admitted to the hospital on (B)(6) 2018 for fluid volume overload. Upon follow up with the patient¿s peritoneal dialysis nurse it was reported that the patient¿s pd catheter (not a fresenius product) was mal-positioned which resulted in the fluid overload. The catheter was scheduled to be repositioned and the patient was transitioned to hemodialysis (hd) during hospitalization. Additional hospital course is unknown and the patient remains hospitalized at the time of this report. The patient is expected to resume pd therapy upon discharge from the hospital.